Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Meter worked fine after plastic was removed from the battery. Most likely underlying root cause: mlc-41- dead battery. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Customer inserted the strips in the meter and the meter will not come on. New battery was replaced but did not remove the plastic. The meter is now coming on. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling numbness all over. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/30/2017 (expired) and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.